Manufacturer narrative:
Follow-up #1: date of submission 11/22/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings. On investigation, the alleged power issue was verified in the black-box and duplicated in the evaluation. Review of black box data unexplained power-on-reset events. A battery compartment crack was found below the grip pad with no moisture found inside the compartment. Caps were not returned and using test caps, the pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the keypad buttons. Related to the complaint, the electrical current draws were high out of specifications. A 24-hour basal exercise was unable to be completed due to short battery life. A pump casing crack was found near the upper right corner of the display and moisture was observed behind the display and the verify screen was distorted due to the moisture contamination. Pump casing leak was demonstrated in a leak test. Pump casing was opened and moisture corrosion was found throughout the inside of the pump. Electrical current draws returned to normal when the continuous glucose monitor module was disconnected. Unrelated to the power complaint, the bolus button was found to be over responsive. No damages were found with the button cover. Removal of the bolus button assembly found corrosion under the button contact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, after swimming with the pump, moisture was observed in the pump and the pump would not power up. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.